Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter tip broke. Vascular access was obtained via the femoral artery. The target lesion was located at the uterine artery. A 135/10 renegade¿ hi-flo¿ was selected for a uterine fibroid embolization procedure. During the procedure, it was noted that the distal end of the catheter became fractured and broke off. No patient complications were reported and the patient was ok.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, device evaluated by MFR., if not evaluated provide code, result codes, conclusion codes updated. (B)(4).

Event description:
It was further reported that the target lesion was relatively tortuous. The renegade¿ hi-flo¿ was inserted through a non-bsc catheter and a non-bsc guidewire was over the renegade¿ hi-flo¿. Resistance was then noted on the microcatheter and the physician was unable to inject through the renegade¿. Furthermore, the non-bsc guidewire was re-inserted and the tip of the wire was observed to have exited through a perforation of the renegade¿. The physician noticed that the renegade¿ became kinked and then a puncture occurred through all lining of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade microcatheter. There was blood and fluids in the device. The tip, markerband, proximal shaft, and distal shaft were microscopically and tactile inspected. Inspection revealed a kink in the shaft located 7.5 cm from the tip. Functional testing consisted of loading a lab supplied test .018" guide wire into the hub of the renegade catheter. The guide wire was advanced easily, and then briefly stopped at the location of the kink which was 7.5 cm from tip. With a little more force, the wire advanced through the kink and out the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was relatively tortuous. The renegade¿ hi-flo¿ was inserted through a non-bsc catheter and a non-bsc guidewire was over the renegade¿ hi-flo¿. Resistance was then noted on the microcatheter and the physician was unable to inject through the renegade¿. Furthermore, the non-bsc guidewire was re-inserted and the tip of the wire was observed to have exited through a perforation of the renegade¿. The physician noticed that the renegade¿ became kinked and then a puncture occurred through all lining of the device.